Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant attempt of the lead, the patient experienced a pericardial tamponade. The implant procedure was stopped, and the following day a new lead was implanted. No further patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant attempt of the lead, the patient experienced a pericardial tamponade. The implant procedure was stopped, and the following day a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling, and visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.